Event description:
It was reported that a number of vf episodes were detected due to noise. The lead was explanted and replaced.

Event description:
New information received notes that the noise was determined to be myopotential oversensing on the ICD. It was also noted that the lead exhibited very small r-waves.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.